Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. In the evaluation of osh the following was confirmed; the reported event that the main lamp did not light appeared to be caused by defect of the led light source unit. The reported event that the video system center was damaged appeared to be caused by defect of the printed circuit board. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During a procedure, the lamp error (e106) occurred. The user replaced the device to another device and completed the procedure. And olympus medical systems corp. (Omsc) was informed that the main lamp of the device did not light. And the video system center was damaged (b40) . There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Error code e106 is displayed when the device has led disconnection issue or a short circuit. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by led aging or an accidental failure. If additional information becomes available, this report will be supplemented.